Event description:
On 27-apr-2026, it was reported that the user was hospitalized due to elevated blood glucose levels. Additional clinical details regarding the event, treatment, and outcome were not available.

Manufacturer narrative:
Engineering log review was performed for the period of (B)(6) 2026 through (B)(6) 2026. Review of available device data showed no malfunction alerts, no factory reset, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. Multiple follow-up attempts to obtain additional information from the user¿s parent/guardian were unsuccessful. Based on available information, no device malfunction was identified and the cause of the reported hospitalization remains not established. If additional information becomes available, a supplemental MDR will be submitted.